Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. Troubleshooting was not attempted. The device was successfully explanted and replaced.